Event description:
The reporter stated that the filter cracked and leaked where the IV tubing was attached. The reporter indicated that this had occurred four times but did not provide specific details. There was no pt injury or treatment associated with this event. The set was changed each time and was discarded.